Event description:
It was reported that this pacemaker was found to be operating in safety mode prior to implant. The device was not used, and the procedure was completed with a new device. No adverse patient effects were reported.